Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('low abdominal pain'), endometriosis ('endometriosis') and genital haemorrhage ('abnormal bleeding (general)') in a 30-year-old female patient who had essure (batch no. C22916) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic conjunctivitis, irritable bowel syndrome, asthma, psoriasis (plaque psoriasis), pap smear abnormal, rhinitis, unspecified inflammatory polyarthropathy, tonsillar hypertrophy, constipation, obesity and pelvic pain. Concurrent conditions included endometriosis. Concomitant products included medroxyprogesterone acetate (depo provera) from 2011 to 2015 and oral contraceptive nos for birth control. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 3 years 6 months after insertion of essure. On an unknown date, the patient experienced endometriosis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea,"), alopecia ("hair loss"), weight fluctuation ("weight gain / loss"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd,") and gastrointestinal ulcer ("gastrointestinal or digestive system condition type: gerd,ulcers") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure removal,hysterectomy full bilateral salpingectomy,left oophorectomy,cystoscopy/tubal ligation and excision of endometriosis). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, genital haemorrhage, hormone level abnormal, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dyspareunia, alopecia, weight fluctuation, gastrooesophageal reflux disease, gastrointestinal ulcer and dysmenorrhoea outcome was unknown and the endometriosis had resolved. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, endometriosis, gastrointestinal ulcer, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: essure coils were placed with 1 coil in the left and 2 coils on the right. Current weight 183 lbs. Previously reported insertion date : (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. X-ray - on (B)(6) 2015: bilaterally essure stents are present with no stent fracture or abnormal location. No contrast extending along essure stents and no spill of contrast into the peritoneal cavity. (Mr). Concerning injuries reported in this case the following one/ones were described in patient medical records: confirming - endometriosis, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('low abdominal pain'), endometriosis ('endometriosis') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year-old female patient who had essure (batch no. C22916) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic conjunctivitis, irritable bowel syndrome, asthma, psoriasis (plaque psoriasis), pap smear abnormal, rhinitis, unspecified inflammatory polyarthropathy, tonsillar hypertrophy, constipation, obesity and pelvic pain. Concurrent conditions included endometriosis. Concomitant products included medroxyprogesterone acetate (depo provera) from 2011 to 2015 and oral contraceptive nos for birth control. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 3 years 6 months after insertion of essure. On an unknown date, the patient experienced endometriosis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea,"), alopecia ("hair loss"), weight fluctuation ("weight gain / loss"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd,") and gastrointestinal ulcer ("gastrointestinal or digestive system condition type: gerd,") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure removal,hysterectomy full bilateral salpingectomy, left oophorectomy, cystoscopy/ tubal ligation, appendectomy and excision of endometriosis). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, genital haemorrhage, hormone level abnormal, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dyspareunia, alopecia, weight fluctuation, gastrooesophageal reflux disease, gastrointestinal ulcer and dysmenorrhoea outcome was unknown and the endometriosis had resolved. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, endometriosis, gastrointestinal ulcer, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: essure coils were placed with 1 coil in the left and 2 coils on the right. Current weight (B)(6) lbs. Previously reported insertion date: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. X-ray - on (B)(6) 2015: bilaterally essure stents are present with no stent fracture or abnormal location. No contrast extending along essure stents and no spill of contrast into the peritoneal cavity. (Mr). Concerning injuries reported in this case the following one/ones were described in patient medical records: confirming - endometriosis, menorrhagia. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs and mr received: previously reported event ¿injury to herself¿ updated to ¿endometriosis¿, events- "abdominal pain, hormonal changes, abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines, headaches, nausea, dysmenorrhea(cramping), pain, weight gain / loss, gastrointestinal or digestive system condition type: gerd, ulcers, hair loss¿,reporter, lot number, lab data, concomitant drug, medical history added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.